Event description:
Medical affairs spoke to pt who mentioned that ever since they used the penlet/lancet their fingers started to swell. Pt mentioned that they use a different finger each time they test and uses a different needle. Pt had penlet set for depth #2. In 2004, pt mentioned their hands started to swell so bad that they went to seek medical attention. Md treated them with antibiotics for the swelling on their fingers. Pt claims this has never happened before, when pt was using a non-lfs product. Pt suffered a serious injury, since they were treated for the swelling on their hands possibly due to the lancing device.